Event description:
It was reported that this pacemaker exhibited some far field oversensing that led to an inappropriate mode switch. Technical services (ts) recommended programming changes to reduce the mode switches and oversensing. This pacemaker remains in service. No adverse patient effects were reported.